Manufacturer narrative:
H4: information unavailablebased upon the inquiry information received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "failed" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
It was reported during an unknown procedure on an unknown date the ez35w failed. There was no consequence to the pt